Event description:
It was reported that a distal fibula revision surgery was performed on (B)(6) 2015 after it was found that the patient had a nonunion with a broken plate. During the revision surgery a broken plate and 7 intact non-locking screws were removed. The plate was broken into 3 pieces; the breaks occurred at 2 screw holes. The patient was revised to a locking distal fibula plate. The surgeon reported that the plate likely broke due to early weight bearing by the patient, against medical advice. The revision surgery was successfully completed with no surgical delay. This complaint involves one (1) locking compression plate (lcp) and seven (7) unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Report is for seven (7) unknown screws. Original implant date unknown. Reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.